Event description:
A nurse reported that a music player was plugged into the 3.5 mm port during a surgical procedure. This caused the system to restart on its own. The system was reprimed and the procedure was completed. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).